Event description:
According to the reporter: the device did not fire causing blood loss. The amount of bleeding was not reported. The artery involved was repaired to resolve the issue. The time extension for the surgery was more than 30 minutes. No further information was provided.